Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set "broke off". This occurred during an unknown process step of peritoneal dialysis therapy. Renal therapy services (rts) advised to make sure the catheter tubing was clamped off and to take the patient into the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.